Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 2.7 mmol/l (48.6 mg/dl) while wearing the pod on the abdomen between 49 and 71 hours. The patient's spouse called the ambulance and in the meantime administered glucagon which worked without the medical intervention of the paramedics when arrived to the patient's home. The pod was discarded.